Event description:
The customer stated the meter gave back to back glucose readings of 24 and 200 mg/dl. The difference between the readings falls in the "c" zone of the park error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.